Manufacturer narrative:
This report is filed on (B)(6) 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (date not reported) due to cholesteatoma at implant site. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is submitted january 20, 2017.